Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the follett brand refrigerator still had the manufacturer's lock and the remote manager installed. The door was slightly misaligned and was hitting both locks during closure. A field service engineer removed the manufacturer's lock and placed the hardware below the bottom shelf to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator was broken. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.